Event description:
The customer reported that they received no alarms when a patient pulse rate below the default values.

Manufacturer narrative:
The complainant alleged that the device did not alarm when the patient's pulse rate went below default values. The patient subsequently expired. There is no indication that the device caused or contributed to the patient's death, nor was there any indication of a device malfunction. The heart rate lower limit was set to alarm if the patient's heart rate fell below 40 beats/minute. However, the patient's internal pacemaker was set to deliver pace pulses if the patient's heart rate fell below 50 beats/minute. Review of the strips by the hospital's director of nursing indicated that the patient was being 100% paced, but the heart muscle was slowly dying. The strips also indicated that the brady (low heart rate) alarm did sound when the heart rate fell below 40 beats/minutes and was silenced each time, along with similar asystole alarms, that were also silenced. This event was determined not to be a reportable death or serious injury based on the information from the director of nursing, as well as indication that the alarms did sound when they were supposed to. There is no indication that the device malfunctioned, as the alarms did occur when intended (<40 beats/minute and asystole).